Event description:
A malfunction alarm was reported. There was no reported adverse impact to the customer's blood glucose level. Technical support provided the customer with information on how to reset the pump. The customer continued using the pump for insulin therapy.